Event description:
The lead assembly has dried remnants of what appear to have once been body fluids inside the outer and inner silicone tubes in some areas. The abraded openings found on the outer and inner silicone tubes most likely provided the leakage path for the dried remnants.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
(B)(4).

Event description:
Analysis of the lead was completed on 03/17/2014. Note that a portion of the lead assembly including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis the (+) and (-) marked connector quadfilar coil appeared to be broken approximately 154mm and 158mm from the connector bifurcation. Scanning electron microscopy was performed and identified the area on two of the broken coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. The area on the remaining broken coil strands was identified as being mechanically damaged which prevented identification of the coil fracture type with pitting on one of the broken coil strands. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified.

Manufacturer narrative:
Supplemental manufacturer report #01 inadvertently did not include dried remnants and abraded openings observations from product analysis.

Event description:
It was reported that during generator replacement surgery high lead impedance was observed when the new generator was connected to the existing lead. A new lead and compatible generator were then implanted. The lead and generator were returned for analysis on (B)(4) 2014. Analysis of the generator was completed on (B)(4) 2014. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Analysis of the lead is underway, but has not been completed to date. Attempts to obtain additional information have been unsuccessful to date.